Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. The event of ¿volume increase" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record (DHR) summary: the release step combined with the absence of any deviation shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling: contra-indications ¿ do not inject juvéderm® volbella¿ with lidocaine into the eyelids. The application of juvéderm® volbella¿ with lidocaine in the bags under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported an injection of juvéderm® volbella¿ with lidocaine in the right and left tear trough ¿supraperiostal¿. One week later patient developed ¿volume increase on the eye lashes ¿rima¿¿. The physician believes the product ¿has lift¿. Patient was treated with ice and drainage. A week later patient had ¿slight improvement¿. Patient was then prescribed prednisone for 5 days. Symptoms are ongoing at this time. The patient was concomitantly injected with botox® in the upper third but this region is ok.